Manufacturer narrative:
The attached sus voluntary event report was received via cdrh. The user facility report number was not provided. The sus voluntary event report number is mw5066429. The evaluation of the returned pump confirmed the report of device thrombosis. Upon disassembly of the device, a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 25-35 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an indeterminate period of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a small, non-denatured white tissue-like deposition situated adjacent to the bearing ball and in contact with one of the stator blades. The deposition was not adhered to any of the blood-contacting surfaces and did not appear laminated, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The evaluation could not conclusively determine a specific cause for the development of the observed depositions in the device; however, their partial obstruction of the blood flow path and could have contributed to the reported hemolysis. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received via an sus voluntary event report (foi for manufacturers) which stated: pt admitted from clinic on (B)(6) due to suspected pump thrombus. Ldh 1148 on (B)(6) 2016. Bivalirudin gtt initiated which brought the ldh down to only 910. Ramp echo done on (B)(6) which revealed the aov opening every beat until vad speed was increased to 11200 rpm (pt's vad speed baseline is 9000 rpm). Cardiac morphology CT performed which was negative for a thrombus in either the inflow or outflow cannula. The decision was made to change the hm ii lvad pump. The pt was taken to the operating room on (B)(6) 2016 for the pump exchange. During the case, the surgeon was able to visualize a clot in the inlet portion of the pump. The pt recovered and was discharged to home on (B)(6) 2016.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had recurrent hemolysis due to the position of the inflow cannula. The patient presented on (B)(6) 2016 with significant increase in lactate dehydrogenase levels. It was reported that auscultation of the pump revealed significant variation of flow, and a high pitched noise. Labs show a slow trend down in hemoglobin in the last six weeks. The patient reported being fatigued. A ramp echocardiogram revealed that the aortic valve did not close until the lvad reached 11200 rpm's. The device was exchanged for suspected thrombus. At the time of the exchange, the surgeon reported seeing thrombus in the pump.